Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter and a stopcock. The balloon was loosely folded. There was blood and contrast in the hub, lumen and balloon of the device. There were numerous kinks in the hypotube. An inflation device filled with water was attached to the hub of the device. When pressure was applied, water was found streaming from the balloon. Microscopic inspection revealed a pinhole 9mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 5.0mmx20mmx143cm fg coyote nc mr, japan (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.